Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd texium needle-free syringe had damage to the stopper. The following information was provided by the initial reporter, translated from french to english: the syringe is not tight, the liquid escapes. For your information, we are reporting an incident involving several syringes where the seal did not play its role. The seal on the syringe containing chemotherapy is defective - it is wrinkled and does not fulfill its role. The liquid therefore flows inside the syringe between the piston and the wall of the syringe. A declaration was made to swissmedic.

Event description:
Please confirm the number of products affected? 3 syringes. Please confirm how the fault was identified? When the cytostatic was being dispensed, it was leaking from the syringe's plunger. This was because the rubber stopper in the syringe was bent. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? Use the contents of the bottle when preparing the food. Please confirm if the sample has been disinfected ¿ if so when and with what substance? No please confirm the condition of the storage ¿ temperature, humidity etc? Storage at room temperature, normal working and storage area in a hospital. Storage regulated by logistics. The drug was dispensed in a laminar air flow. Did the leakage occur in the pharmacy during preparation or on the ward outside the pharmacy? During. Was the leakage external or contained within the device(s)? In the syringe at the rubber (see photos), and then escaped along the syringe plunger was there any user or patient harm? No.

Manufacturer narrative:
Additional information in section b. Investigation result: five my8060-0006 samples were received for investigation; three samples were received in sealed packaging from lot 24045653 and the remaining two were received in opened packaging from lot 24045653; one of which had some red residual fluid present. The customer reported that the syringe plunger seal is "wrinkled and doesn't do its job. As a result, liquid is leaking inside the syringe between the plunger and the syringe wall". As part of the investigation, the customer provided photographs of the affected sample; analysis of the photograph confirmed the customer's experience where the syringe plunger appears deformed and not in its intended position. A visual inspection of the samples confirmed the customer's experience in one of the samples; the sample with red residual fluid had a deformed syringe as reported by the customer. No further deformity was observed in any of the remaining samples. Each of the returned samples was then subjected to pressure testing in order to replicate the customer's experience, however in each instance no fluid was observed to go beyond the plunger. The details of this feedback were forwarded to the manufacturing site and the supplier of the syringe for investigation. They confirmed that the syringe is subjected to a 100% visual inspection protocol as part of the automatic assembly process, any defective products are automatically identified and segregated. A definitive root cause for the customer's experience could not be determined during the investigation; however the manufacturing site, as well as the supplier of the syringe component has been made aware of the reported feedback in order to be aware of the reported failure mode during future production of this product. A review of the production records for lot 24045653 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the my8060-0006 product over the past 12 months.